Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer's blood glucose was 56 mg/dl at church. The mother stated that somehow they got up and lost his bag and his meter. The customer's current blood glucose went up to 400 mg/dl. The customer stated that the first time they went to church, the customer's blood glucose was 70 mg/dl and he was given orange juice. The product was not returned for analysis.